Event description:
It was reported that during a hepatic manometry diagnostic procedure a balloon rupture occurred. Vascular access was obtained via the jugular vein. The occlusion balloon catheter was advanced to the right hepatic vein. The occlusion balloon was inflated with 1cc of a contrast media mixture of visipaque 320 mg/ml and physiologic water. The occlusion balloon ruptured during the "pressure wedge measurement". The occlusion balloon was removed intact and the procedure was completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the balloon was found to be burst near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The proximal bond measured at 2.10mm and the distal bond measured at 1.65mm. No other device anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the balloon was inflated beyond the recommended inflation volume. (B)(4).

Event description:
It was reported that during a hepatic manometry diagnostic procedure a balloon rupture occurred. Vascular access was obtained via the jugular vein. The occlusion balloon catheter was advanced to the right hepatic vein. The occlusion balloon was inflated with 1cc of a contrast media mixture of visipaque 320 mg/ml and physiologic water. The occlusion balloon ruptured during the "pressure wedge measurement". The occlusion balloon was removed intact and the procedure was completed. No patient complications were reported and the patient's status is stable.